Event description:
It was reported that the right ventricular (rv) lead had an increase in impedance. It was also noted that capture threshold had also increased a little. The lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 507645 implantable pacing lead (B)(6) 2007. (B)(4).